Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and sticker sheets received. After review of medical records, it was indicated that the patient was revised to address metallosis, loosening of competitor cerclage wire and pain. Aspirated fluid was consistent with metallosis. There were some gray-stained tissues, mild corrosion of the stem trunnion and osteolysis on the proximal femur. Primary surgery notes indicate that during range of motion testing, a small pop was heard. When the surgeon examined the hip, a small crack on the greater trochanter was discovered. A competitor wire was used to prevent the fracture from going further past the sleeve.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis, osteolysis proximal femur and trunnion corrosion. Doi: (B)(6) 2009 ; dor: (B)(6) 2017 ; right hip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient also experienced an intra-operative fracture during the primary operation.

Event description:
In addition to what were previously alleged, litigation alleges metal poisoning from metal debris.